Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a small piece of white plastic broke off of the device during a procedure and was left in the leg. The hospital contact is on disability. There were no other pt effects reported. A new kit was used to complete the procedure. The product is returning. The event occurred some time during the last 3 weeks.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the tool was received inside the cannula. The cold jaw boot had a deep cut mark, and some silicon remnants were stuck to the heater on the hot jaw. The device had some evidence of blood. A piece of plastic about 2 cm in length was found on the inside c-ring slider button. White plastic remnants were also found in the crux of the tissue welder jaw area. Based on the evaluation, the complaint "plastic piece broke off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).